Manufacturer narrative:
This report is being filed on an international product, alinity I anti-hbs, list number 07p89-77, that has a similar product distributed in the us, list number 07p88. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I anti-hbs results generated on the alinity I processing module for one patient. The sample was tested on other platforms which generated lower results. The following data was provided: alinity I anti-hbs initial results = 100.18 miu/ml alinity I anti-hbs repeat result post high-speed centrifugation = 95.8 miu/ml chemclin platform result = 8.9 miu/ml (reference range: 0 to 10 miu/ml) autobio platform result = 0.51 miu/ml (reference range: 0 to10 miu/ml). Per the alinity I anti-hbs package insert, interpretation of results section, ¿based on the world health organization recommendation, an anti-hbs concentration = 10 miu/ml is regarded as being protective against hepatitis b viral infection.¿ there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a labeling review, and a field data review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot 58538fn01 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. The overall performance of the alinity I anti-hbs reagents was reviewed using field data from customers worldwide. The patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Based on the investigation, no systemic issue or deficiency was identified. The alinity I anti-hbs reagent, lot number 58538fn01, is performing as expected.

Event description:
The customer observed falsely elevated alinity I anti-hbs results generated on the alinity I processing module for one patient. The sample was tested on other platforms which generated lower results. The following data was provided: alinity I anti-hbs initial results = 100.18 miu/ml. Alinity I anti-hbs repeat result post high-speed centrifugation = 95.8 miu/ml. Chemclin platform result = 8.9 miu/ml (reference range: 0 to 10 miu/ml). Autobio platform result = 0.51 miu/ml (reference range: 0 to10 miu/ml). Per the alinity I anti-hbs package insert, interpretation of results section, ¿based on the world health organization recommendation, an anti-hbs concentration = 10 miu/ml is regarded as being protective against hepatitis b viral infection.¿ there was no impact to patient management reported.